Event description:
The customer has obtained higher values for inorganic phosphate on 14 patient samples on an advia 2400 instrument. The high values for the 14 patient samples were reported to the physician (s). The lab had noted that the initial results were generated when the reagent was low on the system. The lab replaced the reagent pack and ran the 14 patient samples again on the next day and the values were lower and fit the clinical profile of the patients. The repeat results were reported to the physician (s). There were no reports of patient intervention or adverse health consequences due to the high results obtained for inorganic phosphate on the patient samples

Manufacturer narrative:
A siemens headquarters support specialist (hsc) evaluated the patient data. There are no known assay issues impacting inorganic phosphate on the advia chemistry 2400 instrument. The lab replaced the reagent pack and the results obtained were acceptable. Quality control and slope adjustment for the assay were within specifications. The cause for the initial high results obtained on the 14 patient samples on the advia chemistry 2400 is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.